Manufacturer narrative:
Device evaluation: the device related to the reported events deflation was received on december 16,2025, with catalog number mcghan390cc. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed broken device through microscopic inspection assessed as surgical damage and : observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process.. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "deflation". This record is for the right side. The device was explanted and replaced. The device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the right side. The device was explanted and replaced. The device will be returned.